Event description:
It was reported that a patient underwent an unspecified procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large, and when the device was placed in the left ventricle, air could be heard leaking from the sheath under pressure. It was reported that there was damage to the hemostatic valve. The issue was resolved by replacing the sheath with a new one. The procedure was completed with no patient consequence. Additional information was received indicating that the hemostatic valve did not dislodge inside the hub or outside the hub. The brim cap/hub did not become detached from the sheath. No air entered into the patient and there was no blood return observed.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 09-jan-2024. Initially, it was reported that when the device was placed in the left ventricle, air could be heard leaking from the sheath under pressure. It was reported that there was damage to the hemostatic valve. The biosense webster, inc. Product analysis lab received the device and observed the hemostatic valve was broken in the star section. This additional finding was also assessed as MDR reportable. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force manipulation was applied, however, this could not be conclusively determined. A device history review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).